Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and ECG stressing without duplicating the report. An inspection of the device found no discrepancies. The device was recertified and returned to the customer. The ECG cable used during the event was not returned for the evaluation. It is important to mention that significant damage was observed to the enclosure of this device and was replaced as part of the repair process. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.